Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The delivery system was not returned for investigation. The trocar needle was advanced and there were no signs of tissue or blood on the product. The capsule electrodes were visually acceptable. As the product was received, the device functioned per specification. However, the delivery system, necessary for a complete investigation, was not returned. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for five to ten years. No known adverse events were reported.